Manufacturer narrative:
A product investigation was completed: the pfna blade was returned; however the impactor was not returned. Our investigation has shown that this complaint is clearly against impactor 03.010.040 with lot number 9811063. As this device was not sent back this complaint is rated as unconfirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The received blade shows some scratches and nicks at the shaft. Furthermore we found that the anodized layer is partially disappeared. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A functional test was performed by the customer quality department according surgical technique guide with the result that the article is fully functional. The blade could be locked and unlocked as intended. Unfortunately we cannot determine the exact root cause of the complained occurrence as the responsible part for this complaint was not provided. Without impactor it is impossible to investigate this complained malfunction. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed on part # 04.027.036s, lot # l021219: manufacturing location: (B)(4), manufacturing date: 16. June 2016, expiry date: 01.june 2026. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017, the surgeon had an issue with the impactor regarding the connection to the blade. Once the blade was positioned in the neck, the surgeon could not lock it and the bade had disconnected. As the surgeon could not introduce the first blade, he took a second that he also had trouble putting with the impinger. To resolve the problem the surgeon used the instrument for proximal femoral nail antirotation (pfna) blade extraction to put the blade. The procedure was successfully completed. The surgery was prolonged for a few minutes but there was no impact on the patient concomitant devices reported: unknown blade (part # unknown, lot # unknown, quantity 1), unknown extraction instrument (part # unknown, lot # unknown, quantity 1). This is report 2 of 2 for (B)(4).